Event description:
It was reported that a malfunction alarm occurred with a pump used by a customer in denmark. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer planned to switch to an alternate form of insulin therapy using multiple daily injections, while a replacement pump was sent by technical support.